Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of insulin flow blocked from the insulin pump. The customer's blood glucose reading was 116 mg/dl. The customer stated that sometimes the cannula was bent with the quickset. The customer mentioned the alarm happened during bolus and basal delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. The insulin pump was received with minor scratched lcd window.